Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 830mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. It was reported that a pump motor stall occurred on (B)(6) 2016 at 7pm. The patient was seen in the emergency room due to the pump alarm. There was no recent magnetic resonance imaging performed. On (B)(6) 2016, the patient was seen in clinic. The logs confirmed a motor stall occurred and no recovery was noted. The hcp was confused that the pump had showed a motor stall and the patient did not exhibit any symptoms of withdrawal. He questioned if there was any way the pump was showing a stall but was still running. The pump was updated with a bolus and the logs were re-read and still did not show a recovery. At that time the patient still not did have symptoms or withdrawal. The pump was being removed on (B)(6) 2016 and the hospital was to return it to the manufacturer. On (B)(6) 2016, additional information indicated that the patient experienced only a very slight increase in feeling tight, numbness and tingling in hands and left leg and hips, and a headache. The patient denies fever and itching. The cause of the motor stall was unknown. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Returned product analysis of the pump found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Returned product analysis of the catheter sc connector found coring-tears-cuts in seal (meets leak criteria per (B)(4)). Result code applies to catheter; applies to pump; applies to both catheter and pump; no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.